Event description:
Additional information received indicated that patient underwent surgical intervention where the ipg was explanted and replaced. Stimulation restored following the procedure.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the ipg was inoperable as the patient had failed to charge the device. Surgical intervention may take place to address the issue at a later date.

Manufacturer narrative:
B3 - date of event is estimated.